Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Event description:
Procedure: lap chole. According to the reporter: customer states that during preparation for surgery, they could not put outer cannula into grip. They confirmed rubber seal disengaged. Used another. No patient involved.